Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that approximately four (4) years post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to recurrent aortic stenosis. Per the operative report, the patient failed three of four frailty test and was felt to be a better candidate for transapical valve replacement. Therefore, a 23mm transcatheter valve was implanted and tee revealed a well positioned valve with good function and no perivalvular leak. There were no complications and the patient was transferred to the intensive care unit in serious but stable condition. The patient's post-operative course was uneventful and he was later discharged on pod #7.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards lifesciences is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device history record (DHR) review was not able to be completed as the product information was not provided. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 21mm surgical valve had a transcatheter valve implanted (valve-in-valve) after an unknown implant duration due. The reason for re-operation was due to aortic stenosis, secondary to calcification. A 23mm transcatheter valve was successfully implanted with no reported complications.